Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a mismatch between the intended order of vancomycin 1.5gram and the system displaying it incorrectly as 1.5milligram in the multicomponent order, preventing pyxis from prompting user to withdraw two 1g vials. A technical support specialist reviewed the issue where vancomycin displayed as 1.5 mg instead of 1.5 g, confirmed that test patients were excluded from pyxis, coordinated with the customers informatics and information technology (it) teams to check how the order was sent from cerner to pyxis, identified a dose unit mismatch in the cerner order sentences, advised the customer to correct the vancomycin order entries to reflect gram units, verified that the customer updated the configuration and moved the corrected order sentences to prod, requested nursing staff to test dispensing on multiple fins, received confirmation that pyxis calculated the correct vial quantity for all tests, and completed the case after customer validation of successful resolution. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user noticed that vancomycin was appearing on the cabinet as 1.5 mg instead of 1.5 g. As a result, the system was not prompting nursing staff to retrieve two 1-gram vials. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user noticed that vancomycin was appearing on the cabinet as 1.5 mg instead of 1.5 g. As a result, the system was not prompting nursing staff to retrieve two 1-gram vials. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.